Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited diaphragmatic oversensing with approximately two seconds of pacing inhibition. It was noted that this patient was pacer dependent. Right ventricular (rv) pace impedances were stable. Review of programming revealed that automatic gain control (agc) was on, and technical services (ts) recommended programming to fixed sensitivity. This pacemaker remains in service. No adverse patient effects were reported.